Event description:
It was reported that the surgery was delayed 45 minutes after the flex shaft for the off set reamer broke while reaming the acetabulum.

Manufacturer narrative:
(B)(4) - the associated device was returned and evaluated. The visual inspection of the returned device shows a weld fracture in the reamer shaft. The mi z handle acetabular reamer became non-functional due to the fracture of one of the clevis in the reamer shaft. The clevis most likely fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the clevis could not bear the imposed torsional loading, which lead to a fracture. Fatigue cracking is caused by the reamer bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.